Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event was considered to be resolved. The pump and catheter would not be returned as they were discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# n798905001, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving gabalon (unknown concentration at 25mcg/day, then 57 mcg/day) via an implantable pump for cerebral palsy. It was reported the pump and catheter were implanted on (B)(6) 2019. Fever was developed at the end of (B)(6) and inflammatory findings were observed in the blood test. The event could not be confirmed from the appearance, but abscess was observed near the wound on the back in the imaging examination. Antibiotics were administered and the dosage of gabalon was gradually reduced to 45 mcg/day. The pump and catheter were removed on (B)(6) 2019. After, fever was recovered, and the abscess would be confirmed by imaging examination on a later date. The outcome of the abscess was considered unknown as of (B)(6) 2019. The attending physician's assessment indicated it was considered there was no causal relationship with the drug and the device, and the event was due to the influence of the procedure. The abscess and fever were considered not causally related to the drug, catheter, pump, programmer, and unknown if related to the surgical procedure. Further complications were not reported.